Event description:
After pre-dilating a totally occluded lesion in the mid lad, the physician successfully crossed a cypher select plus stent to the lesion. However, the cypher could not be inflated at the lesion site, as it would not inflate whatsoever. Another cypher of the same size was deployed successfully. There was no report of patient injury. A visipaque contrast was used, in an unknown mixture. The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
This product is distributed outside the united states, but is similar to us distributed stent delivery systems.